Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose. Multiple attempts were made to complete troubleshooting with customer; however, a response was not received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.